Event description:
I had saline implants put in 1997, they were not comfortable and due to my weight and structure rippling occurred. I had these switched out for silicone in 2003. I started having medical issues in 2008 with; weight loss, hair falling out, eyesight significantly declining, extremely low cortisol, estrogen and hormones dangerously low, extreme fatigue, back and joint pain, gut and digestive problem, food allergies, sleeplessness, and panic attacks. I was diagnosed with extreme adrenal fatigue with no explanation of why. I was 42, great health, ate clean, exercised 4 or 5 days a week and before this happened no sleep issues. I had to go to part time work and eventually sell my business. I could not work at the same level. My back conditions worsened, and I had to have back surgery in 2008. I did a protocol over the next 2 years to get my cortisol levels back up, improve my hormone level, help with sleep issues and improve my immune system. I have continued that level of living with constant setbacks. In 2022 I knew I had to exchange my implants and I did so on (B)(6) 2022 with dr (B)(6) at the (B)(6). When he opened me up my implants had ruptured, and it is not known how long they had been that way. He cleaned everything out and put in new implants, allergan natrelle silicone. Within 6 months I started noticing my eyes changing, one eye was significantly more open and forward than the other oilier. The severe dry eyes was one of the worst symptoms of my eyes besides the appearance. I went to see an ophthalmologist who also specializes in surgery, dr (B)(6) at (B)(6). He diagnosed me with thyroid eye disease. I wanted a second opinion and went to dr (B)(6) and he confirmed the diagnosis. I have since been following an auto immune diet and trying to keep my information down and it is a constant fight. I have joint pain, sleep issues, back pain, brain fog, constant fatigue, severe dry eyes, vision changes, and overall, not feeling great. I eat clean, no processed food, I exercise, I take supplements, and I live a healthy lifestyle. I should feel better than I do. Now that I am aware of breast implant illness, I see the correlation between all my symptoms and the breast implants. I have an explant surgery scheduled for (B)(6) of 2025 to remove these poisonous devices from my body. Ref reports: mw5163581, mw5163582, mw5163583, mw5163584, mw5163586.